Event description:
Healthcare professional reported "intracapsular rupture" and "minimal pleural effusion" confirmed via MRI. Healthcare professional later reported capsular contracture baker grade ii confirmed via mammogram and ultrasound. Record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.